Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The magnetic resonance imaging (MRI) showed that the gel was placed mainly in the anterior rectal wall. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The magnetic resonance imaging (MRI) showed that the gel was placed mainly in the anterior rectal wall. ***additional information received on (B)(6), 2022*** fiducials were administered transperineally and the procedure was done under general anesthesia. No patient complications were reported as a result of this event. The patient is in good spirits and has not started external beam radiation therapy (ebrt).

Manufacturer narrative:
Additional information received on (B)(6), 2022 update on the following: block b3:event date block b5:describe event or problem block b7: patient history block d4: device upn block e1: initial reporter's first and last name block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.